Event description:
Procedure type: lap chole. According to the reporter: upon inserting access needle into the cavity with expandable sleeve of versa step 5mm, the needle and stylet came apart from the plastic housing. There was no report of pieces falling into the cavity. A new instrument was used to complete the procedure. No pt injury was reported.